Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted laparscopic sigmoid procedure, the devices tore when inserted. Another device was used to complete the procedure. There was no adverse used to complete the procedure. There was no adverse consequence to the patient. Two devices were discarded.